Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the tvt registry, the patient suffered an ischemic stroke 1 day post implant of a 26mm sapien 3 valve. No further information is available at this time.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the embolic strokes post procedure cannot be confirmed; however, the mechanisms described above may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the tvt registry, the patient suffered an ischemic stroke 1 day post implant of a 26mm sapien 3 valve. Medical record review revealed following balloon aortic valvuloplasty (bav), a 26mm sapien 3 valve was deployed. Post deployment tte indicated no paravalvular leak (pvl). The procedure was completed and the patient was transferred to cvrr in excellent condition. The morning after the procedure, the patient developed a mild left facial droop, slurred speech and 4/5 left sided weakness. The initial CT was negative; however, a follow-up MRI revealed multiple small embolic strokes. The patient's symptoms remained stable through discharge and no further intervention was required. The patient was evaluated by pt and transferred to short term rehabilitation for further treatment and evaluation.